Event description:
It was reported to philips that the system did not boot up, there was a button active during start up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation it was identified that the reported issue was regarding the system becoming unresponsive after a rotation scan. The system was restarted and the customer completed the procedure. A philips remote service engineer (rse) inspected the system remotely and could not reproduce the reported issue. Log files were reviewed which did not identify a cause. A philips field service engineer (fse) inspected the system on site and could not reproduce the issue or identify a root cause. No issue with the system was found, aside from the geometry and image module cables being twisted. The cables were re-routed and secured to the table and the system was returned to use in good working order. The system was kept under monitoring and to date there has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed on the same system after performing a restart. A loss of function that can be resolved by utilizing the design mitigations provided by the device is not likely to cause or contribute to death or serious injury if it were to recur. As such, philips evaluates this complaint as non-reportable. The codes were updated based on the investigation outcome.